Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complication cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. The logs were reviewed by an isi advanced failure analysis (afa) engineer and the following findings were obtained: the sureform 60 stapler instrument (part #480460-09, lot #l93211116-0227) was used for 7 firing events and all events were successfully completed and fired. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient experienced post-operative pain and discomfort. The patient subsequently underwent a second robotic procedure to address a post-operative leak. The patient is recovering well and in stable condition. At this time, the root cause of the patient¿s complications is unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available fields are not applicable.

Event description:
It was initially reported that after a da vinci-assisted sleeve gastrectomy procedure, the patient experienced an immediate leak post-operatively. The patient reportedly had pain and discomfort. The patient underwent a second robotic procedure to address the leak. The patient¿s condition is stable and recovering. Intuitive surgical, inc (isi) has reached out to the surgeon to obtain additional information but has not yet received a response.

Manufacturer narrative:
On (B)(6) 2022, the following additional information was obtained: the surgeon reported that he was unsure if there was a stapler misfire. When asked if there was tissue tension during the event, the surgeon replied, "normally there is, obstruction with compression, not expected." He could not remember if there was any tissue bunching and stated, ¿normally I don¿t go all the way to the end of the load and always use a new load. The surgeon also reported no obstructions when stapling the stomach during the event. The issue involved a white sureform 60 reload. Post-operatively, the patient experienced symptoms of pain and discomfort. Additionally, the leak was identified four days post-operatively after an upper gastrointestinal study. A leak test was not performed and the surgeon reported that the cause of the leak cannot be determined. The patient underwent a second procedure on (B)(6) 2022 to address the leak and was completed robotically. The patient has been discharged.

Event description:
Refer to h10/h11 for follow-up information.